Manufacturer narrative:
(B)(4). Date sent: 1/8/2024. D4: batch # 512c70. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No damage was observed on the jaws. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 512c70, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. No patient consequences reported. No further information is available. Additional information was requested, and the following was obtained: did the device deliver any staples? Unknown if yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? Unknown. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? Unknown if yes, how was the device removed from the patient? If yes, did the jaws eventually open? An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the stapler was defective. Minimal details provided as to why. No patient harm.